Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Updates received that the repair , sw update, ventilation test, start up test and circuit test performed and no issues found. The display unit was replaced on the customer's device which resolved the issue.

Event description:
The customer reported "touch screen not functioning" on the bellavista 1000. As of this time, patient involvement was not yet reported.